Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a male pt who rec'd triple salt dental adhesive cream (super poligrip-unidentified variant containing zinc) for denture adhesion. A physician or other health care professional has no verified this report. Concurrent medical conditions included denture wearer. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced neuropathy. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Consumer reported neuropathy and stated "why not leave zinc in and put warning on label? Why was there no warning prior to lawsuits? I could be neuropathy free if I had been warned."

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).